Event description:
During a robotic hysterectomy on (B)(6) 2023, the vessel sealer was reported to have "stopped working midway through procedure." The vessel sealer was removed from field and tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.